Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the recipient stopped using the device about 2 years after implantation due to poor sound quality and could not adapt. However, he was thinking of using the device again. Further proceedings are unknown.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. In addition, it was reported that the recipient was a non-user for several years. However, to determine an exact root cause a device investigation is necessary. No information on possible further steps has been received.

Event description:
Reportedly, the recipient stopped using the device about 2 years after implantation due to poor sound quality and could not adapt. However, he was thinking of using the device again. Further proceedings are unknown.